Manufacturer narrative:
Additional information received and added to tab b. Device evaluation: a device history record review was completed by our quality engineer team for provided material number 381411 and lot number 5114774. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information 4/4/2026: no harm occurred, but the reporting form 3500 does not have an option for simple product failure without harm.

Event description:
It was reported that the needle would not retract. Would not retract needle when trying to disengage (safety mechanism defective).

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.